Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep talked the customer through restarting the switch and got the central station up and going. Unit functioning per factory's specs.